Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced elevated blood glucose (value not provided) and intermittent episodes of diabetic ketoacidosis that did not require medical intervention. Tandem technical support made multiple follow up attempts with the customer, however, no response received.